Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, ubd: unknown, UDI#: unknown, h6: the system was serviced in the field. The rep mounted the aio on the stand with screws. Additional system service was performed. The rep fully seated the emitter cord into the aio board. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that this system was experiencing issues tracking both instrument trackers and patient trackers during navigation. There was a surgical delay of less than one hour. It was unknown if there was any patient impact.